Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the heater-cooler system 3t. Repair frozen circulator motor. Performed functional verification, all tested within specifications. Unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, a 3t heater cooler displayed ee07 error code (pump or stirring mechanism is blocked / too slow) during a procedure on patient circuit. There is no report of any patient injury.

Manufacturer narrative:
H11: complaints database system review showed that the device was manufactured in 2020 and no other similar incidents were ever notified. Based on the collected information, and taking into account the investigation results of previous similar complaints, the most likely root cause of the reported issue was identified in a temporary mechanical jamming of the stirring mechanism, that was ultimately restored by the technician during the service activity.

Event description:
See initial report.